Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) was reviewed using the date code printed on the bag, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections, per established sampling levels, were within acceptable limits during the production process. One decontaminated drainage bag was received at the manufacturing site for evaluation. According to the date code printed on the bag, the possible codes and batches manufactured could be determined. Visual inspection of the sample was performed according to procedure. The sample was received with signs of use, with the catheter disconnected. As part of the analysis, a pull test was conducted of the received sample. For this test, the catheter was reconnected to the connector and then submitted to the test to verify if there were issues at the connection from the adapter to the catheter. The results were found within the specifications. The reported condition could not be confirmed as manufacturing related based on the test performed, visual inspection and the DHR review. The product meets specifications. Based on the results of the investigation, a manufacturing related product malfunction could not be confirmed; however, there have been cases reported in the past for catheter detachment, of which a corrective and preventative action (CAPA) was opened to investigate and address the reported condition. The results of the investigation will be documented through the referred CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that in the cardiac surgical intensive care unit the patient had an issue with a foley with an unknown product ID and unknown lot number. The foley had been placed in the operating room. The foley separated from the tubing under the green tape and the tubing and bag fell to the floor when the patient stood up at bedside. There was no harm to the patient.